Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. It was noted there were insulation issues. The patient was referred to their following physician for additional troubleshooting. This ra lead remains in service. No adverse patient effects were reported.